Event description:
Customer reported that a pt's sample containing anti-fya was negative when tested with 0.8% resolve panel a lot vra105. No death or serious injury was associated with this incident.